Event description:
The customer reported a contained cap piercer wash leak involving the unicel dxc 600i synchron access clinical system. The customer indicated that approximately 4 ml leaked inside instrument. No injury or exposure was reported in connection with this event. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The cap piercer was disabled and the customer continued running the analyzer. A beckman coulter field service engineer (fse) was dispatched and discovered an obstruction in the 3-way solenoid valve for the cap piercer. The fse replaced the valve and verified the cap piercer's performance.

Manufacturer narrative:
(B)(4).